Manufacturer narrative:
No device will be returned. The olympus technical support engineer provided the part number for the replacement halogen lamps. Issue has been resolved. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry by the doctor at the user facility that the customer video system has an ¿a and b lamp error¿. The reported problem was found during inspection before use. The scheduled procedure ended up being canceled with no patient involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the a and b lamp error could not be identified. Olympus will continue to monitor field performance for this device.